Manufacturer narrative:
Physio-control provided the customer with technical assistance and recommended that the they replace the device's battery. It was later confirmed by the customer that due to the age of their device and potential costs associated with the recommended maintenance, they are not sure if they will go forward with replacing the battery or having it serviced. The customer is currently looking at the possibility of replacing their device but has not made a decision on how they will proceed, nor could they commit to when that decision will be made. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had a service wrench present and would not power on completely when prompted. The customer would press the on/off button and the device would start to power on, but then power off immediately. There was no patient use associated with the reported event.